Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was missing, preventing the rear tes from connecting to a monitor. The cause of the failure was the missing cable. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that it failed incoming functionality testing.